Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer stated she had been having sensor reading discrepancies and calibration errors. She stated that on (B)(6), she removed the transmitter to charge it and blood glucose dropped to 25 mg/dl. Then on (B)(6), she was 32 mg/dl and she almost got into a crash because the sensor did not alert her. She treated with candy and food. She stated the low blood glucose could have been caused by her treating with a bolus for high of 400 mg/dl and maybe over delving insulin. During troubleshooting; the customer stated last set change was on (B)(6) and she was not disconnected during prime. Reservoir was showing the same amount of insulin as the status screen. She mentioned being pregnant. The morning of the call her blood glucose was 134 mg/dl and sensor reading was 40 mg/dl and she received a threshold suspend alarm. Blood glucose at the time of the call was 166 mg/dl. It was advised to monitor the insulin pump.